Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/21/2019. Device evaluation summary: it was reported that 34-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis and experienced spontaneous right sided deflation post procedure. Upon receipt by mentor the device contained no fluid. During evaluation a rent measuring approximately 0.4 cm was observed on the anterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device to avoid device integrity damage. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 2/26/2019. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 350cc saline prostheses was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis and experienced spontaneous right sided deflation post procedure. As a result, the device was explanted on (B)(6) 2019.